Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported the customer's insulin pump was suspending based upon erroneous readings from her sensor. Customer's sensor reportedly gave a really high reading around 500 mg/dl, the customer tested blood glucose a couple of times, which was at 170 mg/dl, and right after that, the sensor read below 70 mg/dl, triggering the customer's insulin pump to suspend delivery. Caller stated she removed the transmitter and sensor, charged the transmitter, and reinserted a new sensor, resolving the issue. The lot number of the sensor was unavailable. Caller declined troubleshooting. The sensor will not be returning for analysis.